Event description:
Excessive wear of pe, big baker-cyst, instability, osteolysis femur and tibia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.